Manufacturer narrative:
The insulin pump was received with unresponsive esc and act button due to flattened dome (no crease). The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive on the insulin pump. It was also found the customer was unable to insert a new reservoir. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.